Event description:
A malfunction alarm was reported with a code identified as malf 9. There was no adverse impact to the customer's blood glucose level. Although the customer had not previously reset the pump for this malfunction, technical support provided guidance on how to reset it and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue returned. The customer understood the instructions provided.